Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for routine device interrogation. The physician noticed some noise on the atrial lead while reviewing the at/af episodes. Isometric arm movements were performed and no noise was seen on the aegm. The patient was asymptomatic during these episodes and before, during, and after device interrogation. Atrial lead testing was within normal limits. The lead will continue to be monitored.